Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 200 mg/dl. A bolus was delivered and an insulin injection was administered to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be related to the cartridge.